Event description:
A home pts (hps) nurse contacted baxter's product surveillance dept to report a minicap falling off a minicap transfer set. The transfer set was replaced. Prophylactic antibiotics were given. No pt injury associated with this incident.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.